Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file appeared to show the pump operating as intended. Transient low flow alarms were captured throughout the log files when the estimated flow was calculated below the low flow threshold of 2.5lpm. No other atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 33 days. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced persistent low flows that may be due to high blood pressure and sepsis. The sepsis reportedly may be due to a driveline infection. The patient was admitted to the hospital, and given antibiotics and anti-hypertensive drugs. The patient is in stable condition. No additional information was provided.